Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during the operation of the pump, the display occurred black, the pump lost power and an alarm sound was emitted". Additional informaiton states that to continue therapy, the iab pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "display occurred black, the pump lost power and an alarm sound was emitted" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during the operation of the pump, the display occurred black, the pump lost power and an alarm sound was emitted". Additional information states that to continue therapy, the iab pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".